Manufacturer narrative:
H3: analysis of the pump and catheter found no significant anomalies. Continuation of d10: product ID 8781 lot# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2020 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial #: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 13-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer¿s representative (rep) regarding the implantable drug infusion device. The drugs being delivered were bupivacaine, fentanyl, and morphine. It was reported that there was no improvement in pain, the pump never managed pain well. There were no side effects noted with the wean of medications. The patient was given oral medications. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. It was unknown if troubleshooting was performed. The patient had the pump explanted, as it¿s not helpful for his pain. The catheter was tied off in the pump pocket and remains implanted but not in use. Partial pump segment cut off. The issue was resolved at the time of the report.